Manufacturer narrative:
The customer cancelled the service call. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had a collimator iris too large error. There was no pt involved and no pt injury was reported.